Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shut off while in use on a patient. No patient injury or harm reported. No adverse event reported.

Manufacturer narrative:
08/14/2017 02:07 pm (gmt-4:00) added by (B)(6)(pid-001010): 08/14/2017 01:53 pm (gmt-4:00) added by (B)(6)(B)(6): a (B)(6) field service engineer (fse) evaluated the iabp and determined that the machine would run as should on battery, but if it was plugged into ac power for an extended period of time, it would shut off and not log any alarms. This lead to suspect a faulty power supply. Fse ordered the power supply and replaced the power supply . After it was replaced the machine ran over the weekend plugged into ac power, and had no issues. Fse also adjusted the volume of the autofill, as it was out of tolerance. Fse checked back in and the machine has not shut off. The iabp passes all tests and calibrations. Returned to the customer for clinical use

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shut off before use on a patient. No patient injury or harm reported. No adverse event reported.